Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Sections could not be completed with the limited information provided. This article was written by m. Junilla, I. Kostensalo, p. Virolainen, v. Remes, m. Matilainen, t. Vahlberg, p. Pulkkinen, a. Eskelinen, a. Itala, and k. Makela. Event is being reported to FDA on one medwatch as the limited information available indicates that revision procedures occurred; however, the identity of the products implanted and explanted are unknown. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Device locations unknown.

Event description:
Information was received based on an article reviewed, "hip resurfacing arthroplasty vs. Large headed metal-on-metal total hip arthroplasty," which aimed to compare the revision risks of metal-on-metal hip resurfacing arthroplasty and total hip arthroplasty. Patients were selected from the (B)(4) arthroplasty register and had undergone hip arthroplasties between 2001 and 2011. Patients over the age of 85 were excluded from the study, as were those with diagnosis of other reasons (including fractures and avascular necrosis of femoral head) or rheumatoid arthritis. The journal article found that there was no significant difference between the two groups in regards to revision for aseptic loosening, revision for dislocation, revision for infection, or revision for fracture. However, there was an increase revision rate for patients treated with total hip arthroplasty compared to hip resurfacing arthroplasty. The authors conclude that the short-term revision risk of large headed metal-on-metal total hip arthroplasties is not increased compared to hip resurfacing arthroplasties in two out of three devices. There may be implant-related factors that effect the revision risk; however, more information about the patients is needed.